Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occured. The 99% stenosed lesion being treated was located in a moderately tortuous superficial femoral artery. The physician was using a sterling 4.0 x 60/135 (4f) catheter. The balloon ruptured at 14atm. The procedure was completed with a sterling mr 4-6. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).